Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va22mxm, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot#: va22mxm, implanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 30-may-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 30-may-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-oct-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 20-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient developed an infection resulting in treatment with antibiotics and the system being removed on (B)(6) 2020. The cause of the infection was unknown. The system was reimplanted three months later on (B)(6) 2021 with the neurostimulator being placed on the opposite side which resolved the issue. Relevant medical history includes parkinson¿s disease.